Event description:
N/a.

Manufacturer narrative:
Based on the details of the complaint the crimped stent came off the balloon before use. As the device was not returned, no images provided of the dislodged stent and no additional information provided the complaint cannot be confirmed. During the process of manufacturing the eptfe covered stent is crimped on to the folded balloon of the catheter. This process in manufacturing follows manufacturing procedure. During the crimping operation the stent after crimping is 100% inspected to ensure the stent is crimped and not covering or touching one of the two ro marker bands. Additionally the device is held straight up to ensure the stent does not move on the balloon once crimped. During the set up process of the stent crimper the equipment parameters and set up conditions are recorded on crimping verification form. A separate operator is then required to sign off that the information provided on the form is correct and accurate. The device history record (DHR) for this lot shows that the stent crimper was set up accurately. A review of the crimped stent retention values was conducted as documented within the top assembly crimped stent DHR. The stent retention requirement out of the box must meet 5.5 newtons (n) or higher. Of the samples tested the minimum stent retention value was 14 n. This exceeds the 5.5 n requirement. Within every lot of catheters produced a sampling of devices (in this case 20 samples) are tested to ensure the product meets all performance and quality requirements. Part of this inspection requires that the devices be passed through the labeled introducer sheath. The DHR shows that all 20 devices were able to be passed through the introducer sheath without the stent dislodging, or falling off. As there is no way to determine the reason why the stent came off the balloon out of the package without the physical product or images of the device, and no evidence based on the DHR review that the device in question was faulty as all product performance quality requirements were met and there were no non-conformances noted during the manufacture of the device. H3 other text: not available for return.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Before the stent was implanted in the patient, the stent was released from the balloon and they were unable to continue with the procedure.